Event description:
Breast implants; I've been sick for 20 years. Brain fog, weight gain, anxiety, detox issues, heavy metal overload, muscle issues, back issues, digestion issues, overgrowth bacteria, inflammation. FDA safety report ID# (B)(4).